Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: did this issue contribute to any patient adverse event? What is current condition of the patient? Can you identify the product code and lot number of the product involved? Please provide the source or name and title of external person providing answers to follow-up. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the blackening of the skin flap diagnosed as? Did the patient have necrosis? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?

Event description:
It was reported that a patient underwent a right breast modified radical mastectomy on (B)(6) 2026 and suture was used on the incision. The patient was admitted to the hospital for surgery due to breast tumor and underwent the procedure. Postoperative pain relief and fluid replacement were treated symptomatically. On the second day after surgery, the patient changed the dressing and noticed blackening of the skin flap at the surgical incision on the right chest wall. Symptomatic treatment was continued. On the 6th day after surgery, the patient experienced swelling around the incision site. The patient had slightly red skin and received targeted treatment for anti infection. On the 11th day after surgery, the patient's general condition was good. The surgical incision had blackened skin flaps, dry surroundings, and no obvious swelling. The patient was discharged and went home for rest. Additional information was requested.